Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and found no non-conformances were found. When the device was returned to mmdg for investigation, the bt2 battery had failed, causing the auxiliary alarm to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the auxiliary alarm was not operating as expected. They stated that it failed to alarm. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. (B)(4).

Event description:
The initial reporter stated that the auxiliary alarm was not operating as expected. They stated that it failed to alarm. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. Complaint: (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and found no non-conformances were found. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.